Event description:
Caller reported a cartridge alarm 30 with their pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the problematic pump, advising the caller to use a replacement pump with updated software and follow specific instructions for sensor management. Additionally, the customer was informed of the steps required for returning the old pump within ten days and putting it into storage mode; these instructions were understood and acknowledged by the caller.